Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced inadequate therapy from the scs system. As a result, surgical intervention may be undertaken at the later date to address the issue.

Event description:
Additional information received that surgical intervention was undertaken, wherein the lead was explanted and replaced with another model and effective therapy was restored post-operatively.